Event description:
It was reported that when the device was used during a colon resection procedure, the device would not fire the staples. Another device was used to complete the case. There was no consequence to pt.